Manufacturer narrative:
The device was returned for analysis. The delivery system returned loaded inside a 6.0f non-mdt introducer sheath. The balloon returned partially inflated with residue present inside. The inner shaft was flatted and kinks were evident. A 0.035¿ mandrel could not be loaded through the inner shaft due to the kink sites. The introducer sheath was kinked approx. 46 cm distal to the strain relief of the sheath. The most distal portion of the sheath was folded inwards proximally. The balloon could not be withdrawn through the sheath. The balloon was deflated during analysis, however the balloon could not be withdrawn through the sheath and resistance was felt at the tip of the damaged introducer sheath. A kink was evident on the delivery system 20.2 cm distal to the strain relief. Slight deformation was evident to the distal tip. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had a 10 mm assurant stent implanted successfully. The physician implanted assurant cobalt stent in the common iliac artery. A 6f non-mdt sheath was used. There was no damage noted to packaging. There were no issues when removing the device from the hoop/tray. The device was prepped per the IFU with no issues. No resistance noted advancing the device to the lesion and no excessive force was used. The stent was fully expanded at 8-10 atm and implanted successfully. It was reported that the delivery system balloon was deflated and the physician attempted to remove the system. Friction between the delivery system of the assurant and the sheath were reported and removal difficulties occurred. Slight force was used to remove the delivery system but this was unsuccessful so the balloon and sheath were removed together. No patient injury reported.